Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient said they had no problems with turning the stimulation up and down last monday; it was working fine. Saturday they went to the zoo and tried to turn stimulation down. It started with a question mark, and then showed a screen telling them to contact their clinician. They had called the doctor's office, and they had not called them back. When asked if they knew what the code was with the call your doctor icon, the patient did not know. The patient unplugged the antenna and plugged it back into the patient programmer. They synched the patient programmer to the stimulator with and without the antenna, and received poor communication. When asked if the patient had a return of symptoms, they said they had more air in their bladder than they normally did (no allegation related to device/therapy). Usually they did not have air in their bladder unless they had a bad infection (no allegation related to device/therapy). They had no problem urinating, but felt they did not have as much output as they should. When asked when their symptoms started, they said probably last thursday. The patient was told with as high as they had the settings, their stimulator would last three years, so they were not surprised. The issue was not resolved through troubleshooting. The patient was told the help line could replace the programmer and see if it resolved the issue, or their stimulator might have reached the end of life and need to be replaced. The patient was going to wait for the doctor's office to call them back and see what they wanted them to do. Their doctor had moved out of state, and they had not had a managing doctor. There was a doctor at the office they had seen that was going to read their records and advise the patient.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause was due to dead battery. Patient also indicated that the retention was preexisting how ever catherization was not the standard of care. Patient also clarify that the increase in air in their bladder was not due to device or therapy and that they had an infection be it was not related to therapy or device. Device replacement on (B)(6) 2020. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.